Manufacturer narrative:
The lot number was provided and the device history records are being reviewed. The investigation is currently underway.

Event description:
It was reported that a vascular stent was unable to cross a highly calcified and tortuous sfa to the intended treatment site. The device was removed without incident and another vascular stent was successfully tracked through the sfa and deployed. Evaluation of the returned device identified a partially released stent. There was no reported pt injury.